Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of corrosion on the electronic assembly and keypad trace.

Event description:
It was reported that the customer accidentally fell in the pool while wearing the insulin pump. The mother stated that the device had a blank display and it is unresponsive. Also, the mother mentioned that moisture under the display was noticed. No further info was provided.